Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. One day prior to the peritonitis diagnosis, the patient was hospitalized for another indication. On an unreported date, the patient began treatment with injection of vancomycin (1 gm every three days, ongoing, route and frequency not reported) and injection of fortum (1 gm daily, ongoing, route not reported) for the peritonitis. The same day as hospital admission, extraneal and dianeal therapy were discontinued and the patient was transferred to pd therapy with a non-baxter product. On an unknown date, the patient experienced septicemia. Treatment for the septicemia was not reported. Sixteen days after hospital admission, the patient passed away. The cause of death was reported as septicemia. It was not reported if an autopsy was performed. It was reported the patient was not recovering from the peritonitis event at the time of death. It was reported antibiotic therapy was ongoing at the time of death. No additional information is available.